Manufacturer narrative:
(B)(4). Devices not received, log review only. The reported complaint of an over infusion of insulin was confirmed after a review of the customer's infusion viewer data. A review of the infusion view log for the insulin infusion indicates that the user entered the drug concentration parameters of 5 unit/100 ml with the dose being entered as 5 unit/hr. The dose was later increased to 6 unit/hr increasing the rate to 120 ml/hr. The infusion ran for approximately 46 minutes in which time approximately 87.7 mls was infused. It should be noted that the user did receive a guardrails warning that the concentration was below the limit but elected to proceed with the infusion as programmed. A review of the customer's latest dataset set found that the insulin drug has two options. The user has the customer concentration option (_ unit/_ml) and the 1 unit/ml concentration option (100 unit/100 ml). The root cause of the over infusion was user programming, the custom concentration option was selected by the user.

Event description:
Risk manager contacted carefusion clinical infusion data consultant to assist with the infusion viewer to identify an insulin infusion that occurred between (B)(6) 2013. The infusion viewer data showed an insulin infusion occurred on (B)(6) 2013 where a soft minimum alert around an insulin concentration (below 0.1 unit) was overridden for which the final insulin concentration was administered at 0.05 unit per ml (5 units/100 ml) at 100 ml/hr between 20:05 to 20:18 and again at 20:18 - 20:51. Risk manager stated the patient was in the ed being treated for hyperglycemia. The insulin (intended concentration 1 unit/1 ml) was started and medical intervention was administered for the decrease in blood glucose after the over infusion on insulin was identified. The patient was admitted to the hospital for three days and was released home without any adverse sequelae. The intended programming was 100 unit/100 ml (concentration 1 unit/ml) at 5 unit/hr, calculated rate of 100 ml/hr. No additional patient or event information was provided.